Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-03494. Medical products: unknown oss taper adapter. Visual examination of the provided photos found the articular surface has fractured and the taper adapter has fractured and a piece remains in the diaphyseal segment. The devices were not returned for further evaluation. X-rays were provided and reviewed by a health care professional. Review found proximal fracture of the oss device resulting in displacement and abnormal angulation. Bone quality appears normal. X-ray review noted a distal implant fracture; however evaluation of the provided photos confirms the implant did not fracture distally and this is likely due to the placement of the knee during the x-ray. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to implant fracture. Patient was walking in the kitchen and an implant snapped. Attempts to obtain additional information have been made; however, no more information is available.